Event description:
Device malfunction: vessel locator button won't stay depressed (vlw won't stay open). Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after a heart catheterization interventional procedure. Reportedly, the vessel locator button did not stay depressed and the vessel locator wings would not remain open. The device was removed and manual compression was used to achieve hemostasis. There was no reported pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device found a device not clip deployed with all the components in the "pre-deployed" position. An attempt to deploy the vessel locator button and vessel locator wings (vlw) was successful. Several attempts were performed thru all the deployment steps and no premature locator collapse was experienced. We were unable to determine a root cause for the reported event. No mfg issue was detected. Review of the lot history record did not produce any findings relevant to this investigation.